Manufacturer narrative:
The result of 2.8 inr on (B)(6) 2019 was not found in the meter¿s patient result memory. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The reporter's meter and remaining test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory results. The laboratory method was not known. On (B)(6) 2019 the reporter went to the hospital for cardioversion for an atrial fibrillation episode. He tested at home before the procedure and the result was 2.8 inr on the meter. Within 2 hours, the laboratory result was 1.9 inr. The target range for the cardioversion procedure was 2.0 - 4.0 inr. The cardioversion was delayed for one day based on the laboratory result. He was retested at the laboratory the next day and was able to have the procedure. On (B)(6) 2019 the meter result was 3.2 inr and the laboratory result was 2.46 inr at the same time. He stated that when the meter results were greater than 3.0 inr, his physician advised him to skip a dose of warfarin and reduce it for one day, then retest. He stated he would retest and this meter would show him in range, but the laboratory would reflect it lower, out of range like the event on (B)(6) 2019. There was no allegation of an adverse event. The reporter's condition was "stable". The reporter's therapeutic range was 2.0 - 3.0 inr. The qc was acceptable.